Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up and obtained additional information. The size of tissue or vessel was unknown. The appropriate clip was loaded with no problem. The surgeon tried to use the clip and it would not lock in place. The surgeon tried it a second time on different tissue. Additionally, isi did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy, it was observed that the medium-large clip applier instrument would not close the clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical (is) has issued an RMA for the da vinci product involved with this complaint to perform failure analysis, however, the product has not been returned for evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.